Event description:
Dr called to report the death of one of his patients about 3 weeks post implant of a cypher coronary stent. Office mgr stated that the stent was implanted in 2003 and pt died at their home 1 month later. The death certificate listed ventricular tachycardia as one of the causes of death. Dr stated that this was based on statistical probability since pt died suddenly. No autopsy was done. Dr stated that at the time of pt's death he was unaware of the cypher notifications. He said that the vtach could have been secondary to a coronary thrombus. He does not know the actual cause of death but he felt obligated to report this case to FDA. He stated that he has implanted/followed 200-300 bare metal stents during the past seven years without any unexpected deaths post-implant. He now has about 14-15 cypher stented pts. He knows of no other local cypher adverse event cases. He stated that pt was seen in 2003 by their family physician. In 2003 reporter called implanting physician office and requested that he contact reporter concerning pt's implant. Reporter again called dr's office 7 days later and was told that he would return their call as time permitted. Reporter spoke to family physician who stated that he last saw pt in 2003. He said that he believes that pt died from their underlying heart disease, unrelated to the stent implant, but he is not a cardiologist.